Manufacturer narrative:
Film evaluation summary; multiple still angiograms during implant revealed that the length of the left common iliac artery measured approximately 20 ¿ 30mm. The bifurcate was brought up the right side with the contra gate opening on the right side, and was deployed just below the lowest left renal artery. The contra limb was placed proximally from the flow divider, crossing over the ipsi limb, and was distally extended into the proximal portion of the relatively short left common iliac artery. The bifurcate ipsi limb was extended with another endurant limb into the mid-length of the right common iliac artery. Final angio showed 2 stents (approximately 20mm) of distal seal length within both the right and left common iliac arteries, and contrast was seen within the distal sac from a possible distal type I endoleak. The exact source and cause of the endoleak seen during final angio at implant could not be determined from the films provided. Pre-implant CT¿s confirmed that the iliac arteries were non-tortuous but extensively calcified; bilaterally. The left common iliac artery diameter arranged ranged from 15 ¿ 11 ¿ 15 ¿ 12mm along the 35mm length. Several still angiograms during implant revealed that the contra limb was placed distally into the proximal portion of the relatively short left common iliac artery, and that the bifurcate ipsi limb was extended with another endurant limb into the mid-length of the right common iliac artery. Final angio showed 2 stents (approximately 20mm) of distal seal length within both the right and left common iliac arteries, and contrast was seen within the distal sac from a possible distal type I endoleak. It is possible that implanting within the short and calcified left common iliac artery led to a distal type I endoleak. Additional images during implant, including post-implant CT¿s, were not available for review and therefore limited the extent of the film review. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii/iis stent graft system was implanted in a patient for the endovascular treatment of a 6.5cm abdominal aortic aneurysm. There is severe calcification in the left iliac limb. It was reported that the endurant bifurcated stent graft was deployed with no issues noted. The gate was cannulated with mild difficulty with a benston wire and bern catheter. An angiogram performed showed the origin of the left hypogastric and that the left common iliac artery was very short in length. The left iliac limb was deployed. Once the stent graft system was deployed, the stent grafts were ballooned on seal zones and overlap sections using a reliant balloon. The final angiogram revealed a filling into the aneurysm sac. Upon further review it was determined that a left iliac limb type ib endoleak was causing the sac filling. The limb was reballooned with a reliant balloon. A follow up angiogram continued to show the filling of the aneurysm sac. As per the physician, the patient's anatomy was the cause of the event due to short left common iliac artery length. No additional clinical sequelae were reported, and the patient will be monitored by the physician.